Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and all non-patient shields were removed and the indicated failure mode for loose IV shield with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shields and/or protective cap came off letting needle exposed and a needle stick injury - post use. The loose shield event was reported to have occurred 10 times. The needlestick injury was reported to have occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the rubber plug end of the needle, set to install the needle holder, the IV shield fell off at the same time, causing a needle stick injury.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the i.v shields and/or protective cap came off letting needle exposed and a needle stick injury - post use. The loose shield event was reported to have occurred 10 times. The needlestick injury was reported to have occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the rubber plug end of the needle, set to install the needle holder, the IV shield fell off at the same time, causing a needle stick injury".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the reported needle stick injury - post use issue previously submitted on report 8041187-2023-00097 was sent in error. There was no report of serious injury or medical intervention related to the needle stick injury - post use issue. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported before using the bd vacutainer® flashback blood collection needle the i.v shield and/or protective cap came off leaving needle exposed prior to use. The loose shield event was reported to have occurred 10 times.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the reported needle stick injury - post use issue previously submitted on report 8041187-2023-00097 was sent in error. There was no report of serious injury or medical intervention related to the needle stick injury - post use issue. Therefore, this is not considered to be a reportable serious injury, but rather a reportable malfunction.

Event description:
It was reported before using the bd vacutainer® flashback blood collection needle the i.v shield and/or protective cap came off leaving needle exposed prior to use. There is no dirty needle stick issue associated with this incident. The loose shield event was reported to have occurred 10 times.